Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11d16021, h11d05081 and h11d22045 with no exceptions observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis. During a call with baxter customer service, the following information was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported. The cause for the peritonitis was unknown. Outcome for the event of peritonitis was unknown. Dianeal therapy was ongoing. An opinion of causality was not reported.